Manufacturer narrative:
The device was returned for analysis. The reported ¿cuff miss occurred; no suture was present when the plunger was removed¿ could not be tested/confirmed, due to device components not being returned. The reported foot detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device with a 6f sheath after a peripheral angiogram interventional procedure. Reportedly, a cuff miss occurred, no suture was present when the plunger of the prostyle device was removed. A new prostyle device was used to achieve hemostasis. Post procedure, while handling the complaint prostyle device (opening and closing the foot) on the sterile table, one foot was noted to be missing. No resistance and no separation was noted during the procedure. No imaging was performed to confirm that the foot was not in the anatomy; however, there was no indication that it did as the patient was fine and the second prostyle device achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.